Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported it misfired on the sixth firing. 08/26/1998 it jammed with reload. Another tsw35 was opened to complete the procedure. There was no consequence to the pt.